Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a failed transmitter error. Reportedly, the dexcom receiver was still powered on. Tandem technical support guided the customer through turning the dexcom receiver off and starting a sensor session on the pump. No additional patient or event information was available.